Event description:
It was reported that the over temperature light did not flash during the alarm function check. The event occurred before patient use and during testing at the facility. There was no patient harmed reported as a result of the event.

Manufacturer narrative:
The reported problem was verified by functional testing. This was caused by circulating water temperatures higher than the standard. Repair activities include adjusting the circulating water temperature, replacing the tank cover and fill port cap, and installing rubber feet. The device passed all functional and performance tests after repair.